Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va15aw6, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was greater than 4000 impedance on all lead combinations during stage 1 and 2 procedures. This was the 3rd case of the day in the same operating room and the first two had no impedance issues. They disconnected and reconnected three times. They tested the lead and it seemed to be getting the same motor responses as earlier in the case. They tried another implantable neurostimulator (ins) and got the same >4000 impedance. They ended up going with a new lead and when they hooked it into the 2nd opened ins it gave impedance reading all within normal range. The issue was resolved at the time of the report. A surgical intervention occurred. The lead was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the lead (lot #va15aw6) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.